Manufacturer narrative:
It was reported that a rn was actively filling a blood culture bottle when the device leaked. She is unsure of where the device malfunctioned, but stated it was leaking with the blood culture bottle attached. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the device leaked while it was attached to the blood culture bottle.